Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the pk dissecting forceps instrument. The instrument was not used in a surgical procedure. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument has been returned and evaluated. Failure analysis found the instrument's pitch cable to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following damages: the instrument's grip tips was bent. One grip was bent which caused side to side misalignment of the grip. There was a .095 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating overloading at the tip. The instrument passed the electrical continuity testing. Failure analysis concluded that the bent damage may be due to mishandling/misuse. The instrument's distal pulley had mechanical indentations/burrs damage. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.